Event description:
The pt underwent a successful embolization of a left posterior communicating artery aneurysm. The procedure was reported to uncomplicate with a "good radiological result." The pt was assessed by the raymond and hunt and hess scales as "1" pre and post procedure. During a f/u angiogram, date not provided, it was noted that a loop of one of the coils implanted had prolapsed into the left internal carotid artery. There was no change in flow through the vessel and no thrombus observed. The physician believes that the coil protrusion occurred sometime after the completion of the procedure and the f/u angiogram.

Manufacturer narrative:
The pt suffered from mild dysphasia as a result of another subsequent event unrelated to the device and has been discharged home.